Event description:
The customer reported device turned on then the screen goes blank. A user report was received related to a reported product problem which was investigated and upon internal inspection, the trizeps board was not seated correctly. Once the trizep was reseated device functions worked correctly. The device was soaked for 4 days to ensure the device is wowing correctly. Calibrated nbp and co2. The device was returned to the customer with full specifications.